Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during a bolus. The caller stated that the insulin pump erased all of the customer's settings. The customer's blood glucose was 240 mg/dl. The caller did not observe any significant events leading to the alarm. The caller stated that the insulin pump showed check settings, no delivery, and motor position encoder error alarms in the alarm history, for which she declined troubleshooting assistance. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.